Event description:
It was reported that an occlusion alarm occurred. The customer was unable to troubleshoot at the time of report. There was no reported adverse impact. No additional information was provided.